Event description:
During a cardiac arrest resuscitation. After delivering four defibrillation shocks at 200 joules, and one at 300 joules. The mrl cardiac/defibrillator monitor, alarmed that a lead fault had occurred with the multifunction pads, all connections were checked and found to be intact. As a result the 4-lead ECG cable was connected and functioned normally. Suspect the multifunction pads failed and are sending them to the MFR for eval.